Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon noted he peeled off the overlying external oblique and that he encountered difficulty in dissecting the mesh encircling the cord structures without damaging them. He noted how difficult it was to remove the mesh without damaging the cord structure and to preserve the vas deference. It was reported that the patient experienced pain. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 8/19/2022. Additional b5 narrative: it was reported that the patient experienced swelling, inflammation, nerve damage, and adhesion.

Manufacturer narrative:
Date sent to the FDA: 08/23/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.